Event description:
It was reported by the patient that her device moved up into her collarbone, so she went in to have it moved. She stated that when they went in, "the device, lead, and hub were bad." Further follow-up indicated that the patient experienced a painful implant site. When the pocket was accessed, blood was found in the lead, indicative of a fracture. The patient further reported that the lead "broke off while doing surgery". The device was explanted and replaced, and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported by the patient that her device moved up into her collarbone, so she went in to have it moved. She stated that when they went in, "the device, lead, and hub were bad." Further follow-up indicated that the patient experienced a painful implant site. When the pocket was accessed, blood was found in the lead, indicative of a fracture. The patient further reported that the lead "broke off while doing surgery". The device was explanted and replaced, and the lead was replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn lead(s), fracture of.